Event description:
(B)(4). Initial report: this medically important case report from (B)(6) was reported by a physician to our local affiliate (B)(4). This case involves a (B)(6) male patient who received three treatments of poly-l-lactic acid (sculptra) as a "filler" on (B)(6) 2007 and (B)(6) 2008. Relevant medical history includes smoking and an allergy to penicillin. Concomitant medication information was not mentioned. The reporter stated that the patient developed "multi-system involvement" including pericarditis, arthritis, irritable bowel syndrome, and headaches. She reported that the event of pericarditis was diagnosed sometime between the second and third treatment of poly-l-lactic acid. The reporter was informed of this event in (B)(6) 2008 upon a follow-up for poly-l-lactic acid treatments. The reporter mentioned that as of (B)(6) 2008, the patient was being investigated for possible lupus and fibromyalgia. She also mentioned that in (B)(6) 2009, during follow-up, very minor, small nodules on the cheeks were present. At the time of this report, the events remain ongoing. A qa sub-request was initiated: (B)(4). Reporter's causality assessment: not provided.